Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 468 mg/dl and sensor glucose was 238 mg/dl at the time of the incident. The customer was having sensor glucose versus blood glucose differences. The customer was at 490 mg/dl at the time of the call. The customer used a bolus to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The sensor will not be returned for analysis.